Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool that the lupine br ds w/orthcrd comes faulty. The complaint device was received and evaluated. Visual observations confirm that the sutures are wrapped around the anchor. In addition, the distal tip of the anchor looks deformed/bent. The reported complaint was confirmed. The possible root cause for the reported anchor deformed can be attributed to an exposure to high temperature during transportation/stock/trunk stock. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [6l60605] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the lupine br ds w/orthcrd comes faulty. The procedure was completed with another like device. No patient consequences. There was a surgery delay of 1 minute. The device is available to be returned for evaluation.